Event description:
It was reported that the stair chair will not engage the stairs due to a missing and worn track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.